Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The power cord was tightened to resolve the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the machine is turning off intermittently. There was no report of patient involvement.

Manufacturer narrative:
Additional information has been received advising that there was no interruption of mechanical ventilation. The system switched over to battery operation when ac main power was lost. The system functioned as designed. This is not a reportable malfunction.